Event description:
It was reported that, "broken when surgeon went to clamp."

Manufacturer narrative:
Device was discarded by hospital. No evaluation will be performed. If additional information is received, it will be reported on a supplemental report.